Event description:
Patient reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g1, h3, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified flat creases, white particles in device inner surface, no openings were found in the device. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient reported "deflation" against right device. The device was explanted.